Event description:
It was reported that the clinician was concerned about the battery longevity because there were varying battery voltage measurements. It was discovered that the device was not updated with the new software. The device was updated with the new software and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery voltage - no anomalies found. Battery voltage appears stable at 2.97 v upon install of ramware version 8 on (B)(4) 2011.